Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a subtotal gastrectomy once activated, the staples did not deploy on the stomach. The user cut the tissue thinking that the staples had deployed, resulting in liquid and food spilling and contaminating the abdomen. Another instrument from a different lot was then used to complete the procedure. There was a delay of more than 30 minutes because the user had to clean up several times once the anastomosis was redone. Users cannot confirm if they patient has an infection but the patient is currently taking antibiotics. No buttress material was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler opened by the account. The instrument was received loaded with a 4.8mm single use loading unit (sulu). Visual inspection of the sulu cartridge noted that a full staple complement of staples was present. The instrument and the sulu were applied to appropriate test media. The jaw closes smoothly, the pin slide advances fully, and the handle actuates smoothly into pre-clamped and clamped positions. The jaw opens, handle unlocks and pin slide retracts when black release button is depressed. Acceptable staple formation was observed on test media. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.